Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The bent bumpers likely contributed to the incomplete cannula tang engagement as well as the failure to prime and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was originally reported that the slides of a biopsy instrument allegedly could not be primed. There was no reported patient injury reported.